Manufacturer narrative:
Logs sent to helpdesk; system rebooted multiple times. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the main computer locked up; intermittent blue screen observed on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.